Manufacturer narrative:
Bayer case number: (B)(4) pregnancy loss [pregnancy with contraceptive device]. Pregnancy loss [pregnancy loss]. Morning sickness [morning sickness]. Weight gain [weight gain]. Amenorrhea [amenorrhea]. Device ineffective [device ineffective]. Case narrative: this spontaneous case was reported by a consumer and describes the occurrence of pregnancy with contraceptive device ("pregnancy loss") in a 22 year-old female patient who had essure inserted (lot no. C55835) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective"). There was no information on the patient's medical history or concurrent conditions. In (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016 she experienced morning sickness ("morning sickness") and amenorrhoea ("amenorrhea") and was found to have weight increased ("weight gain"). On unknown date she experienced pregnancy with contraceptive device (seriousness criterion hospitalisation) and abortion spontaneous ("pregnancy loss"). Essure treatment was not changed. At the time of the report, the pregnancy with contraceptive device had resolved and the morning sickness, weight increased and amenorrhoea had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first trimester. The pregnancy outcome was reported as spontaneous abortion. No causality assessment was received for essure with regard to morning sickness, weight increased, amenorrhoea, abortion spontaneous or pregnancy with contraceptive device. The reporter commented: patient advised that she had the essure inserted for contraception around (B)(6) 2016. However, she started experiencing symptoms of pregnancy such as morning sickness, weight gain and amenorrhea 3 months after placement of this device. These pregnancy symptoms have been an ongoing issue which led her to perform pregnancy test numerous times. The results of the pregnancy tests were either pregnancy loss or false positive test. The recent test that she had was 2 weeks ago. She wanted to know if bayer can refer her to a provider who can perform removal of essure. Diagnostic results (normal ranges are provided in parenthesis if available): [pregnancy test] (dates unknown): false positive and pregancy loss batch number- c55835; manufacture date- 2014-05-15; expiration date- 2017-05-31. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 23-sep-2025: quality safety evaluation of product technical complaint. Case comments: a technical investigation was conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Event description:
Bayer case number: (B)(4) pregnancy loss [pregnancy with contraceptive device], pregnancy loss [pregnancy loss], morning sickness [morning sickness] , weight gain [weight gain] , amenorrhea [amenorrhea] , device ineffective [device ineffective] . Case narrative: this spontaneous case was reported by a consumer and describes the occurrence of pregnancy with contraceptive device ("pregnancy loss") in a 22-year-old female patient who had essure inserted (lot no. C55835) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective"). There was no information on the patient's medical history or concurrent conditions. In (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016 she experienced morning sickness ("morning sickness") and amenorrhoea ("amenorrhea") and was found to have weight increased ("weight gain"). On unknown date she experienced pregnancy with contraceptive device (seriousness criterion hospitalisation) and abortion spontaneous ("pregnancy loss"). Essure treatment was not changed. At the time of the report, the pregnancy with contraceptive device had resolved and the morning sickness, weight increased and amenorrhoea had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first trimester. The pregnancy outcome was reported as spontaneous abortion. No causality assessment was received for essure with regard to morning sickness, weight increased, amenorrhoea, abortion spontaneous or pregnancy with contraceptive device. The reporter commented: patient advised that she had the essure inserted for contraception around (B)(6) 2016. However, she started experiencing symptoms of pregnancy such as morning sickness, weight gain and amenorrhea 3 months after placement of this device. These pregnancy symptoms have been an ongoing issue which led her to perform pregnancy test numerous times. The results of the pregnancy tests were either pregnancy loss or false positive test. The recent test that she had was 2 weeks ago. She wanted to know if bayer can refer her to a provider who can perform removal of essure. Diagnostic results (normal ranges are provided in parenthesis if available): [pregnancy test] (dates unknown): false positive and pregnancy loss case comments: a technical investigation will be conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4). Pregnancy loss [pregnancy with contraceptive device] , pregnancy loss [pregnancy loss] , morning sickness [morning sickness] , weight gain [weight gain] , amenorrhea [amenorrhea] , device ineffective [device ineffective] . Case narrative: this spontaneous case was reported by a consumer and describes the occurrence of pregnancy with contraceptive device ("pregnancy loss") in a 22-year-old female patient who had essure inserted (lot no. C55835) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective"). There was no information on the patient's medical history or concurrent conditions. In (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016 she experienced morning sickness ("morning sickness") and amenorrhoea ("amenorrhea") and was found to have weight increased ("weight gain"). On unknown date she experienced pregnancy with contraceptive device (seriousness criterion hospitalisation) and abortion spontaneous ("pregnancy loss"). Essure treatment was not changed. At the time of the report, the pregnancy with contraceptive device had resolved and the morning sickness, weight increased and amenorrhoea had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first trimester. The pregnancy outcome was reported as spontaneous abortion. No causality assessment was received for essure with regard to morning sickness, weight increased, amenorrhoea, abortion spontaneous or pregnancy with contraceptive device. The reporter commented: patient advised that she had the essure inserted for contraception around (B)(6) 2016. However, she started experiencing symptoms of pregnancy such as morning sickness, weight gain and amenorrhea 3 months after placement of this device. These pregnancy symptoms have been an ongoing issue which led her to perform pregnancy test numerous times. The results of the pregnancy tests were either pregnancy loss or false positive test. The recent test that she had was 2 weeks ago. She wanted to know if bayer can refer her to a provider who can perform removal of essure. Diagnostic results (normal ranges are provided in parenthesis if available): [pregnancy test] (dates unknown): false positive and pregancy loss. Batch number- c55835; manufacture date- 2014-05-15; expiration date- 2017-05-31. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 06-jun-2025: quality safety evaluation of ptc. Case comments: a technical investigation was conducted, including a batch review, and a review of complain records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.